Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. The cause of low bg was unknown. The customer was at the hospital for a non-diabetes related issue and their bg went low. The customer received third party assistance from their health care provider (hcp), who provided intravenous therapy (IV) of glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.